Event description:
The lay user/reporter contacted lifescan (lfs) via email on behalf of the lay user/pt in 2008 and alleged that onetouch ultramini meter was easy to read upside down. A onetouch ultra2 kit was sent to the pt, which is different in design than onetouch ultramini meter and is less likely to be read upside down. The medical affairs specialist (mas) spoke with the reporter and verified the following info. On an unspecified date about few months before the reporter contacted lfs, the reporter tested her son's blood sugar on the alleged meter and read the result upside down. She read a result of 592 mg/dl, while it was actually 265 mg/dl. Therefore, she reportedly gave her son 2 units of novolog insulin based on a sliding scale. About 20-30 mins later, the pt reportedly started feeling "weak and then, almost passed out". His mother tested his blood sugar and received a result of 26 mg/dl. She immediately gave him glucagon, and he started to feel better in about 5 mins. He had his normal amount of food for dinner after that and felt better. The reporter then checked the memory in the meter and discovered that she had misread the blood sugar result, and the result was actually 265 mg/dl and not 592 mg/dl. This complaint is being reported as an adverse event, as the meter result was reportedly misread by the reporter and she claimed she administered an increased dosage of insulin to the pt based on that result. The pt, then allegedly experienced hypoglycemic symptoms after the reported issue.

Manufacturer narrative:
Serial number of the meter and lot number of the test strips were not provided by the reporter.